Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/27/2012. Allergan has received the product however the device has not been identified nor the analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the subsidiary/distributor regarding the reported events, confirmation with the surgeon, clarification of what was reported by the patient and additional details has been requested.

Event description:
Distributor received report, "the patient reported food intolerance and the doctor suspected that the band silicone inner membrane inflates when the access port was felt. Before that, [the patient] also suffered a band slippage - at that time, the band was repositioned. The patient wrote us describing [the] problem - [the patient] has been regain weight since the band was removed..."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 02/07/2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Lab analysis noted observation of needle induced seal damage to access port. Analysis noted that the shell/ring and band tubing were broken with striations consistent with surgical end cuts to remove the device. Device labeling addresses the following precaution to prevent damage to the port. "When adjusting band volume, once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum." "Caution once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum". Caution: when adjusting band volume never enter the access port with "syringeless" needle. The fluid in the device is under pressure and will be released through the needle.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2013. The explant surgeon responded with additional and corrected information regarding the information previously provided by the patient to allergan. Event date corrected. Add'l info: pt weight at time of event. Relevant test/laboratory data. Device labeling addresses the potential of anemia as follows. "Caution patients must be seen regularly during periods of rapid weight loss for signs of malnutrition, anemia or other related complications."

Event description:
Follow-up findings: the surgeon reported that the patient's food intolerance started about a month after the gastric band surgery. An x-ray and biochemical analysis were performed and anemia was diagnosed. The patient was started on a course of "folifer, vitamin b12 supplements".